Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this electrode received an inappropriate shock. Additionally, there were two untreated episodes due to noise. In clinic testing revealed noise in all vectors. An x-ray was obtained which showed the electrode drifts off the sternal border. An x-ray was not taken at implant so it was unknown if the electrode had moved. An invasive procedure was performed and the electrode was replaced. No additional adverse patient effects were reported.